Manufacturer narrative:
On (B)(6) 2019, after clinician review, the product experience code "1546-material rupture" was added to properly capture a suspected deflation experienced by the patient on the left side post-operatively. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor smooth round moderate profile 250cc and experienced symptoms including declining health and treatment for pulmonary embolisms and polymyalgia. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.